Event description:
Customer reported an issue with the passport 2 monitor, which may have affected spo2 monitoring. No patient injury was reported.

Manufacturer narrative:
Company rep evaluated the unit. Corrections included replacement of the unit's cpu board. Unit was safety tested to factory's specs.